Event description:
Pt undergoing angioplasty of the first marginal branch of circumflex artery. Stent deployment was indicated following dissection of vessel. A jl4 guide was in place and exchange 0.014 wire was placed across the first obtuse marginal branch lesion. To protect circumflex trunk a traverse wire was advanced thru circumflex trunk. A co 3.0 x 15 stent was advanced to origin of obtuse marginal and couldn't be advanced across lesion. Stent was removed and over same wire the 2.0 x 20 balloon was advanced to marginal and a c-thru wire was used to advance into a more distal position. This balloon was inflated in middle of circumflex marginal where the wire had raised some plaque, obtaining good results. A guide catheter was advanced to distal circulflex obtuse marginal branch and again the co stent deployment was attempted. There was not good support from guide but stent was advanced in such a way that half of stent was across obtuse marginal lesion. Whole stent could not be pushed through it and it was withdrawn, but on this occasion stent couldn't be found on stent balloon. Sheath was flushed and with fluoroscopy throughout whole guide an attempt was made to identify stent unsuccessfully. It appeared to be at the origin of left main so initially a 2.0 x 20 balloon was advanced to left main and an attempt at retrieving stent was performed unsuccessfully. A 1.5 x 20 balloon was advanced to site and all way into distal second obtuse marginal branch where balloon was inflated. It appeared that stent was in proximal left main so balloon was inflated at that point and together wire, balloon and guide were simultaneously pulled out from body. After angiograms couldn't positively determine where stent was located, (possibly at origin at first marginal branch), a surgical consult was called and a determination was made to proceed with bypass surgery.